Event description:
New information notes noise was still an issue. The physician preferred to do nothing. The patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information updated on (B)(6) 2015 notes the lead continued to exhibit noise during follow-up. Lead provocative testing and pocket manipulation was performed to verify if the noise was reproducible in real time and indeed it always appeared. The patient would be monitored. The patients condition remained good.

Event description:
It was reported that during follow up, the physician observed a decrease of the atrial sensing and noise on the atrial channel. There was also noise noted on several ams episodes and was reproducible when the patient moved. The lead remains implanted and will be monitored.